Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient recently had an unrelated kidney transplant and had no immune system at that time. The patient had high concerns of an infection developing right above the incision site. The patient stated there appeared to be a lump and it was real red and tender upon touch with little bumps right above it. The patient was redirected to their healthcare provider. No further complications were reported.